Event description:
It was reported that the smartsite connector leaked due to valve stick down. The customer stated that these occurrences were with normal saline flushes or the leak occurred around the time of needleless connector was changed by the user. The customer stated there was no patient harm. Although requested there was no additional event details provided.

Manufacturer narrative:
The customer¿s report of a smartsite leak due to valve stick down was not confirmed. Visual inspection of the set noted traces of blood inside the connector. No other anomalies were observed. Functional and pressure testing resulted in no leaking. The smartsite¿s female and male luer ports were measured to be within iso standards. The primary infusion was programmed at a rate of 10ml/h and 10ml vtbi. The infusion completed with no leaks observed. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
Additional information provided: event and concomitant medical products.

Event description:
It was reported that the smartsite connector leaked due to valve stick down. The customer stated that these occurrences were with normal saline flushes or the leak occurred around the time of needleless connector was changed by the user. The customer stated there was no patient harm. Note received with product from customer stating "rn notes that when preparing for port deaccess, she noted blood had backed up into needleless connector. Blood noted outside of blue springs of needleless connector. As port was due to be deaccssed, decision made to not change needleless connector at this time and to complete port needle deaccess. Needleless connector saved and provided to unit cns.

Manufacturer narrative:
The customer¿s report of a smartsite needle-free valve leak, stick down, and blood in the smartsite body only confirmed blood inside the smartsite body. No leaks or stick-downs were observed or replicated with the received smartsite during internal lab testing. Functional testing of priming, infusion and pressure testing found no other anomalies with the received smartsite. Visual inspection of the as-received valve observed there was blood only between the valve's clear body and piston; however the cause of fluid in this entrainment area of the smartsite valve is due to ability of the fluid to flow in narrow spaces (capillary action) which is a known functionality of the smartsite valve. No other anomalies were observed on the smartsite during visual inspection. Per instructions, when using the needle-free valve, fluid may be observed between the housing and blue piston. This fluid does not enter the fluid path and requires no action. The root cause of the blood inside of the smartsite is fluid being able to be drawn/pulled into the entrainment area/between the smartsite valve body housing and piston due to the ability of the fluid to flow in narrow spaces (capillary action) which is a known functionality of the smartsite valve in which this fluid does not enter the fluid path and requires no action.

Event description:
It was reported that the smartsite connector leaked due to valve stick down. The customer stated that these occurrences were with normal saline flushes or the leak occurred around the time of needleless connector was changed by the user. The customer stated there was no patient harm. Note received with product from customer stating "rn notes that when preparing for port deaccess, she noted blood had backed up into needleless connector. Blood noted outside of blue springs of needleless connector. As port was due to be deaccssed, decision made to not change needleless connector at this time and to complete port needle deaccess. Needleless connector saved and provided to unit cns.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Requested patient demographics however not provided. The event reportedly occurred in the pediatrics; therefore it is presumed the patient was a child.

Event description:
It was reported that the smartsite connector leaked due to valve stick down. The customer stated that these occurrences were with normal saline flushes or the leak occurred around the time of needleless connector was changed by the user. The customer stated there was no patient harm. Although requested there was no additional event details provided.